Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis investigation found the instruments tips were broken, not bent. The broken tips measured roughly about 0.132 x 0.045. Broken pieces didn't get returned with the instrument. The broken damage may have been likely due to mishandling/misuse. 48,80 - failure analysis investigation also found the instruments distal pulleys had mechanical indentations and burrs. There were indentations at the edge of the distal pulley. The mechanical indentation and burr damage may have been likely due to mishandling/misuse. No other damage was found. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not in itself constitute a MDR reportable event; however; the damaged tip, found during failure analysis investigation could likely cause or contribute to an adverse event if the failure mode were to recur.

Event description:
It was reported that during a da vinci surgical procedure, it was noted that while clamping a blood vessel with the small clip applier instrument, the tips were bent. No missing or fallen pieces were reported. The planned surgical procedure was completed. No patient harm, adverse outcome or injury was reported.